Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer stated that they normally receive the occlusion alarms on their third day of cartridge use. The customer stated that they were able to resolve the occlusion alarms by either changing their infusion set or resuming insulin deliveries without the need of changing any pump supplies. The customer's blood glucose levels remained between 70-240mg/dl; no exact bg value was provided. Tandem technical support advised the customer against using pump supplies for longer than 48 hours to be within humalog labeling and educated the customer in regards to common causes of occlusion alarms. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.